Event description:
Diltiazem 125 mg/100 ml 0.9%ns at 5 ml/hr was administered in a 1hr and 30min period of time instead of 20 hours, possibly due to mistake in IV line switching. FDA safety report ID#: (B)(4).